Event description:
Procedure: low anterior resection/double stapling. According to the reporter: the rectum was excised with two 45 purple sulus. After anastomosis was done, the surgeon attempted to removed the device, but it was caught somewhere in the intestinal tract and could not remove. The surgeon tried pushing the device, but still it would not move. Therefore, the surgeon turned the wingnut more than two full turns and removed the stapler, but the anvil was remained in the intestinal tract. Furthermore, the intestinal tract was perforated while trying to remove the device. The surgeon removed the anvil through the perforated part and performed anastomosis again. There was tissue damage and unanticipated tissue loss. Operating time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).